Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has conducted a comprehensive review of our infant warmer products and has identified that the missing ce-mark is isolated to the iw900-series aeu model infant warmers. The (B)(4) was not printed on the product rear label at the time of manufacture (year 2005) due to an oversight. The ce-mark is a requirement of the medical devices directive (B)(4). This omission on the device label does not affect any product in the united states as the ce-mark is a european requirement. Fisher & paykel healthcare has reviewed all new iw900-series aeu model infant warmers manufactured at the time of the reported event to ensure that any other potentially affected devices are evaluated and that corrective actions are taken where required.

Event description:
A distributor in (B)(6) reported that the label of an iw910 infant warmer did not bear the ce-mark.